Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was also moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: during the investigation, moisture was found behind the display lens. The keypad was observed to be fully intact. The pump powered on with an audible and vibratory alert; however, it powered on with a blank display screen. Investigators were unable to fully test the keypad due to the blank display screen. A leak test failed due to a casing base crack. The keypad cover was removed, and no contamination was found under the key contacts. The pump cover was removed, and moisture ingress was found on the printed circuit board and on the keypad connector.